Manufacturer narrative:
Device manufacture date is 07/28/2014 through 08/01/2014. The actual sample was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of retention samples. Visual inspection confirmed no defects. It was confirmed that the safety cover shielded the tip of the inner needle normally when the inner needle was pulled out from the catheter. A review of the manufacturing inspection records revealed no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and the investigation results. It is likely that the inner needle was removed at an angle while the user grasped the junction of the hub. The device labeling does address the potential for such an event in the instructions-for- use (IFU) (1) "be careful not to withdraw the needle at an angle". (2) "do not grasp at the junction of hub and tip of the safety mechanism to disconnect". (B)(4). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
It was reported from a distributor, the safety mechanism was too difficult on the surflash device and blood goes everywhere when removed. No known impact to the patient.